Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels. The customer¿s blood glucose levels were 397 mg/dl and 460 mg/dl. The customer also reported that the infusion set had bent cannula and lot of air bubbles. It was unknown if the insulin pump was on auto mode at the time of incident. The customer declined troubleshooting. The insulin pump will not be returned for analysis.